Event description:
The following has been reported: biomed reported: this one showed up with a note saying not working. Cleaned pins and ran test infusion with no issues. Waiting to hear back if any patient harm reported and if issue stopped active infusion. Biomed responded no patient harm and no report of stopped infusion. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
A test infusion was done by the customer with no issues. No pump was returned; therefore, the complaint could not be confirmed or refuted. An internal CAPA was opened to investigated the reported issue. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. No actions at this time since pump was not returned and complaint was not confirmed or refuted.